Manufacturer narrative:
Result: tab that holds the module in the footboard had snapped off.

Event description:
It was reported by service report that the bed exit module was hanging out of the footboard. It is unknown if there was patient involvement or if there are adverse consequences to report.